Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged hospitalization several times, chf, afib, and rhinitis, sinusitis constant, coughing up mucus, anxiety, pneumonia. The patient's doctor discovered heart related issues. The patient also alleged rapid pulse due to sleep apnea, also taking antibiotics. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam became degraded and caused hospitalization several times, chf, afib, and rhinitis, sinusitis constant, coughing up mucus, anxiety, pneumonia. The patient's doctor discovered heart related issues. The patient also alleged rapid pulse due to sleep apnea, also taking antibiotics. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 updated in this report.